Event description:
Procedure type: low anterior resection. According to the reporter: stapler was fired. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).